Manufacturer narrative:
There was no allegation against the associated icds. If new information were to become available, this rpeort will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was not easily removed from the implantable cardioverter defibrillator (ICD) device header during routine changeout. It was observed that a little separation of the lead connector where the pace sense ring connects to the distal part of lead, had occurred. The physician initially repaired the lead, but when in association with the acute ICD, lead measurements were out of range, then this lead was surgically abandoned. There were no adverse patient effects associated with these clinical observations.